Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the adhesives around the objective and light guide lenses was peeled and had a white clouded area, the light guide lens was cracked, the bending section cover adhesive was cracked, the connecting tube was wrinkled, a flare occurred due to the adhesive peeling around the objective lens, and multiple part of the scope are scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer returned the colonovideoscope for maintenance. There was no patient involvement. During device evaluation at olympus, it was found that there was foreign material in the nozzle and on the following parts: objective lens, light guide lens, and scope cover. This report is being submitted for the defects found during the evaluation.